Manufacturer narrative:
B3 - date of event: the event date was approximated to 11/06/2024 based on the date that boston scientific became aware of the event.

Event description:
It was reported that the coil deployed in an unintended location and had to be retrieved. An embold fibered was selected for use in the procedure. When the coil was deployed, the pull wire was sheared off, and the coil was not deployed in the desired location. The coil had to be retrieved from the patient. There were no reported patient complications. No further information was provided, despite request by boston scientific.

Manufacturer narrative:
Updated fields: b5. H6 impact codes, device codes. B3 date of event: the event date was approximated to 11/06/2024 based on the date that boston scientific became aware of the event.

Event description:
It was reported that the coil deployed in an unintended location and had to be retrieved. An embold fibered was selected for use in the procedure. When the coil was deployed, the pull wire was sheared off, and the coil was not deployed in the desired location. The coil had to be retrieved from the patient. There were no reported patient complications. It was further reported that the coil deployed prematurely within the catheter. The coil was advanced with a hand flush, then snared to be removed from the patient. The target vessel was in the sma (superior mesenteric artery) and was 2-4 mm in diameter.